Event description:
It was reported per field service report (fsr): symptom - cal key not working. Also screen flickers in and out and has interference on the display. Marked on the fsr as "on patient." Findings/action taken: pump being shipped to arrow, and replacement sales demo being shipped to account.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.